Event description:
On 7/30: customer reports during an unknown type of procedure, male patient under general anesthesia, the room would not fluoro. Patient was moved to another room, approximately 20 minute delay, for completion of procedure. No reported injury.

Manufacturer narrative:
Field service engineer confirmed the touchscreen console flash software to be corrupt and replaced the sedecal touchscreen flashcard software. Fse then calibrated the touchscreen console per sedecal generator service manual . Fse checked the system for proper operation per the hut service manual. System returned to full service by the customer.